Manufacturer narrative:
Device was not returned for eval.

Event description:
It was reported by the rep that on the 3rd firing, device was placed on the pulmonary artery, closed and fired. Upon hitting release button, the artery was caught at the base of the anvil. Per the doctor, the staples were deployed properly. When the doctor attempted to remove the device, the artery was torn. Doctor was unable to gain control of the blood flow and pt bled out. Approx time of death 4:30pm eastern standard time. Arterial tissue still in the device, going to risk management. Device being held by the hospital to be presented to the risk mgr.